Manufacturer narrative:
Additional information received indicates that the device is not available to return for analysis. A manufacturing record evaluation was performed for the finished device 30441680m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initially it was reported that the temperature issue was under thermocool® smart touch® sf bi-directional navigation catheter (lot#: 30441680m) and the catheter was replaced with thermocool® smart touch® sf bi-directional navigation catheter (lot#: unknown) to continue the procedure. However, additional information was received on 6/1/2021 clarifying that the temperature issue occurred with the thermocool® smart touch® sf bi-directional navigation catheter (lot#: 30427241m) and the catheter that was replaced and used when the cardiac tamponade occurred was under thermocool® smart touch® sf bi-directional navigation catheter (lot#: 30441680m). Therefore, fields d4. Lot, d4. Expiration date and h4. Device manufacture date were processed. Additional information was received on 6/15/2021. The patient is a 72 year old female patient. This adverse event discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. Patient outcome was reported as improved. There was no evidence of a steam pop. Therefore, fields a2. Patient age at the time of event, a2. Age unit and a3. Gender were processed, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a. Atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure when the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30441680m) was connected, a temperature error appeared on the smartablate generator. The catheter was replaced with thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown), and the issue resolved. The procedure continued with the replacement catheter and no further issues were reported. It was also reported, that after the procedure was completed, the patient¿s blood pressure decreased to 70 while preparing to leave the ep lab. Cardiac tamponade was then confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid, and nicotinamide adenine dinucleotide (nad) was administered. The blood pressure then recovered to 130. The patient was moved to the intensive care unit (ICU) for follow up observation. There¿s no report of prolonged hospitalization. Physician mentioned the sedation was considered appropriate, but the patient¿s breathing was large, and this might have been related to the perforation occurred. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown).